Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support confirmed warranty status, arranged shipment of replacement pump, provided instructions for storage mode and return of problematic pump within specified time, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.